Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 891569 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 891569 and device part number 195-430wjr/lot 891569. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 891569 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to self-test user performance or the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2024. The consumer reported feeling much better after taking prescribed medication. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2024. The consumer reported feeling much better after taking prescribed medication. No additional information was provided.